Manufacturer narrative:
(B)(4). The lot 14b047 was manufactured between february 27, 2014 and march 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. The visual inspection on the unit (via the naked eye) noted white particulate between 0.10 to 5.00mm in size floating in the fluid of the reservoir. The particles were identified to be acrylic material via ftir spectrophotometer scanning. No cause could be determined as to the origin of the particulate. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter inside the reservoir. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.